Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr fiberoptix ultra (sc) intra aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the iabc bladder was noted withdrawn through the tef-lon sheath and the sheath was noted on the iabc bladder membrane. Buckling was also noted to the teflon sheath extrusion. The one-way valve was tethered to the short driveline tubing. The exposed portion of the iabc bladder was fully unwrapped; the bladder was also noted bunched up near the iabc distal tip. Multiple bends to the iabc central lumen were noted at approximately 22.8cm, 49.5cm and 72.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No obvious blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath extru-sion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:" do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dis-section or balloon damage. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status dis-played "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing, and a vacuum was pulled on the returned iabc. While main-taining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, the iabc bladder appeared typical with no visual damage or abnormalities noted. The iabc was submerged in water and leak tested using a manual inflation method, i.e. Using a syringe of air to inflate the helium pathway. An external leak was imme-diately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an ex-ternal leak occurred from the fos adhesive bond at the bifurcate consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc dis-tal tip. Resistance was noted at approximately 23cm, 49.7cm and 73.5cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was con-ducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium alarm issue" is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive, which caused the reported com-plaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manu-facturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "helium alarm issue". Additional information states that the iab catheter was removed and replaced. No patient injury or cosnequence reported. The paitnet's current condition is "unknown".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "helium alarm issue". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is "unknown".